Event description:
It was reported on july 20, 2004, that a male patient received air while on a phoenix machine. Thirty-five (35) minutes into treatment, the patient had shortness of breath, chest tightness, and a drop in blood pressure (from 128/79 to 78/58). Air was seen throughout the venous bloodline (including pre-pump) and in the tubing of fistula. The machine alarmed "air in blood". No medication was given. The saline bag was full and clamped. A heparin injection was given at the beginning of treatment at the needle site. The patient was sent to the hospital emergency and admitted to ICU. The patient was discharged from the hospital and received dialysis treatment the next day.

Manufacturer narrative:
Gts performed a blood-circuit leakage test and the machine passed. Gts then performed the venous clamp leak test and the test passed. Gts then performed air bubble detector alarm verification four times and the test passed four times. Gts the performed arterial/venous pressure sensor verification and the test passed. The machine met all tested specifications. The machine will remain isolated until released for usage by ghc risk management. There is no reasonable evidence of an uabd and/or machine malfunction caused or contributed to the reported event.